Event description:
It has been reported to philips that the system did not emit x-rays. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency vascular procedure when the issue occurred, and it was completed as planned by seeing images in the work control. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform acquisition, no image displayed on control room. Review of the system log file showed malfunctioning ippc (image processing pc). Due to manufacturing issues, the disk bay/dimm (dual in-line memory module) may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024, z-1156-2024). During troubleshooting, the fse found that the disk space was insufficient. The fse recreated patient database, reset ip-pc connections and restarted the system and it resolved the issue. The issue reoccurred where the fse replaced the 3 hdds (hard disk drives) of the ippc and installed the os and the application on the ippc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.